Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of incontinence on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. Follow up indicated the lead and implantable neurostimulator (ins) were explanted and the issue was resolved on (B)(6) 2015. The patient was alive with injury. The patient's medical history includes functional idiopathic urinary incontinence since 2004.

Event description:
Additional information received reported the ins and lead were explanted due to ineffective therapy. There was no issue and a new system was not implanted. It was noted the patient was first implanted in 2007 and the same efficacy was never found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.